Event description:
Information was received from a manufacturer representative regarding an endoscope. It was reported that holder is loosening. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis, product: 9560524, lotno: my20e001r the requested phenomenon was confirmed during the incoming inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.